Manufacturer narrative:
An investigation was performed for the customer issue and included a review of the complaint text, troubleshooting, review of historical data, and a review of product labeling. Field service aligned the optics bench and replaced worn out tubing in the wbc fluidics pathway. Based on the available information, the alignment of the optic bench or worn out tubing in the wbc fluidics pathway could not be ruled out as potential causes for the incorrect wbc results. Review of historical data did not find a product issue related to the complaint incident. Labeling was reviewed and found to be adequate. Based on all available information and abbott diagnostics' complaint investigation a product deficiency was not identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported discrepant wbc results when processing on the cell-dyn sapphire. The following data was provided: patient 1: initial result 2.3 and retest was 15.9 on another analyzer. The customer uses a normal range of 6.8-17.6. No impact to patient management was reported.